Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. Concurrent conditions included menometrorrhagia, adhesion and uterine enlargement. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia\ pain during sex"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.